Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 8.0x29mm otw omnilink elite referenced is being filed under a separate medwatch MFR number. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that when attempting to stent a subclavian artery with no tortuosity, a 6f sheath was placed and an 8.0x29 mm otw omnilink elite vascular stent system was advanced and resistance was felt with the sheath and the stent dislodged. The stent was free-floating and was retrieved successfully with a snare device. A new same size otw omnilink elite vascular stent system was used to successfully treat the target lesion. Additionally, a 7.0x40 mm armada 35 percutaneous transluminal angioplasty (pta) catheter was advanced without resistance for dilatation of previously implanted stent in the iliac artery. The balloon was inflated; however, when deflation was initiated blood came back into the indeflator and a balloon rupture was suspected. The aramda 35 pta catheter was attempted to be withdrawn; however, the balloon caught with the stent struts and the balloon ripped in half. The armada 35 pta catheter and separated balloon were able to be pulled back into the introducer sheath and removed from the patient anatomy as a single unit without any additional intervention. Reportedly, due to the device damage it was hard to tell if the whole portion of the balloon was removed; however, the patient anatomy was checked and the physician did not believe that any portion of the balloon remained in the patient anatomy. No additional treatment was performed. There was no adverse patient sequelae and there was a delay in the procedure but was not a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation and the reported balloon rupture and separation were confirmed. The resistance during removal could not be tested as it was based on case circumstances. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design, or labeling. The investigation determined that the reported balloon rupture, resistance during removal and separation of the balloon appear to be due case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.